Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain device implant date. Further information was requested but not received. A patient underwent a lead and ipg replacement was reported to abbott. It was determined the patient's lead showed high impedance and the ipg reached end of life. As a result, the ipg and lead were replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on both leads. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was restored post operatively.